Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was not launching. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not auto launching. A field service engineer inspected the device and observed that the device took longer than usual to reboot but successfully launched the application. Functionality was verified by logging into the application, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was not launching. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.